Event description:
It was reported that the customer was hospitalized for high bgs. The customer had hard time breathing and was thirsty. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. The contact stated that the cannula was bent when the infusion set was removed. Instructed the customer to change the set and use manual injections per md protocol.